Event description:
It is reported that during a non-ischemic ventricular tachycardia (non-isvt) procedure, the stockert was giving error 9 repeatedly within 5 seconds of power delivery. The generator was plugged into a different power circuit and the issue was resolved. The reporter was asked to place the generator into the original power source and test. The cas (clinical account specialist) stated that will call back if that solution still working within specifications. The cas called back and informed that the issue came back. They also had high impedance issues of up to 200. The reporter requested the unit to be evaluated and a loaner to be sent. After follow up with the customer to obtain detailed information regarding the event, it was stated the generator was setting at 65 degrees, 50 watts, 4mm nav with not flow rate (non irrigated) when energy was being delivered. The stockert cut off properly and a high impedance error was shown. The stockert was on temperature control mode. The impedance issue occurred during ablation and the physician noticed a significant char formation on the catheter tip (the physician believed that it was associated as the cause of the char). The char was removed from catheter tip and the ablation site and the physician was confident to adjust slightly to attempt to provide more blood flow/cavitary cooling. There was no picture of the amount of char in the catheter and the product won't be returned for analysis but it was stated that the size of the char was maybe 1-2 mm3. It was a significant coating on around the whole tip of the catheter. There were no patient consequences and the procedure was completed without incident other than slight delay.

Manufacturer narrative:
The product was not returned to bwi for analysis. DHR review could not be performed since lot number was not provided by the customer. Concomitant product: stockert 70 system us catalog #: s7001 serial #: (B)(4).